Manufacturer narrative:
The customer reported that this bedside monitor (bsm) was powering off/on by itself. The customer checked and reseated the power cable and replaced the battery. Customer included that the front enclosure is cracked. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this bedside monitor (bsm) was powering off/on by itself.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer at (B)(6) reported the following issue with bsm-2354a; sn (B)(4), from patient monitoring: the bedside monitor was powering off/on by itself. Customer tried a new power supply, made sure the power cable was fully plugged in on both ends and replaced the battery, but the issue persists. Service requested: repair/loaner. Service performed: initial troubleshooting done on (B)(6) 2017 revealed that the bsm's front enclosure was cracked. He wanted to send this in for repair and needed a loaner, but the device was never received by nk. On 12/08/2017 a loaner was shipped to the customer, which was received back on 01/05/2018. The defective device was never evaluated by nk. Investigation summary: the root cause of the issue could not be determined because defective device was never received by nk for evaluation. However, there was found to be user error/physical damage. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Event description:
The customer reported that this bedside monitor (bsm) was powering off/on by itself.